Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not confirmed or replicated. The device was put through extensive testing including functional testing and internal inspection without duplicating the report. The device was recertified and returned to the customer. Review of the device log indicated the device constantly beeps due to drained battery. Analysis of reports of this type has not identified an increase in trend.